Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: deformation, yellow particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right-side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported "gel bleed." Device was explanted.